Manufacturer narrative:
(B)(4). Investigation summary : this is an analysis of three videos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: in the first video can be seen a display of the tissue that is being manipulated by an instrument and it can be seen blood on the tissue. In the second video can be see a display of the surgery where a tissue is being intervened, at the mark 0:22 the device stapled on the tissue and no issues were noted. The third video shows two devices and a suture intervening in the tissue and it can be see blood leaking into the tissue. Based on the three videos reviewed, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during the procedure using gst load and echelon plus stapler, there was excessive bleeding during stapling. Surgeon was super dissatisfied with the clinical outcome because he almost had to re-approach, it was necessary tomography, he suspended clexane because they were bleeding a lot even with oversuture.

Manufacturer narrative:
(B)(4) date sent: 10/3/2022 attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the bleeding intra-abdominal or intra-luminal? How was the intra-operative bleed in the video addressed? Did the patient have any coagulation disorders? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding identified intra-op during the initial procedure or post-op? If post-op, how many days post-op was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required?